Event description:
Facility reported, that during use the arterial line of the device came out of the transducer, resulting in a ebl of 200cc's. The event occurred approximately three and one-half hours into treatment. The dialysis machine used was a 2008h, blood flow rate 450, venous pressure pre-260, post-240. Additional information received from user facility stated "the top of the arterial chamber blew off, and treatment was discontinued". No ill effects reported to patient. The sample is available for evaluation.